Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to clinic for a routine follow up exam, interrogation revealed inappropriate mode switching episodes as there was possible atrial loss of capture. It is difficult to test for lead noise due to the patient being in an atrial fibrillation episode. Turning on an atrial unipolar channel was recommended. No further information is available.